Event description:
It was reported that a user experienced low and urgent low glucose without receiving audible alerts from the ilet pump despite the pump volume being set to high, and the user reported a prior pump replacement for the same issue. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included self-treatment with oral fast-acting carbohydrate and education on staged carbohydrate dosing for low and urgent low glucose. Investigation included complaint intake, troubleshooting, and education regarding hypoglycemia management. Investigation of this case revealed that the cause of the missed audible alerts and resultant hypoglycemia was unclear, with no confirmed device malfunction identified at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.